Manufacturer narrative:
Physio-control determined that rood cause for the power on/off problem was that the power switch, designator sw504, on the replaced pcb assembly had to be pressed hard to get the power on. Pressing the switch to turn off the power sometimes caused the switch bounce, and the device would power it self back on when the switch was released.

Event description:
Found during testing. The device's main pcb assembly had been replaced for a non-critical malfunction and was being further evaluated by the failure analysis center at physio-control. During the evaluation, the technician noted that when the assembly was installed in a mockup test device, it did not power on and off correctly".